Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a male patient with a past medical history of implanted bird's nest filter, was diagnosed with a pericardial effusion. Subsequently, a pericardial window procedure was performed. While draining the pericardial sac, the surgeon found a piece of metal that "appeared to be a wire". The piece of metal was removed. No further information has been provided. Although requested, no information regarding product or lot number has been provided. According to the complainant, the metal piece is available for viewing at the facility but it will not be returned for investigation. Although requested, no information was provided regarding patient history, event details, or patient outcome. Although requested, imaging is reportedly available but has not been returned to the manufacturer for review.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
Additional information was provided by the customer, in the form of a partial report. The full report was not released for evaluation. The preoperative diagnosis was confirmed to be pericardial effusion with hemodynamic instability and pain. The postoperative diagnosis was the same, and the procedure was confirmed to be a pericardial window and biopsy, with the removal of a foreign body. Additional details regarding the operation were also provided: "patient brought the or and placed on the operating table. After adequate general anesthesia obtained chest and abdomen prepped and draped. Incision made over the xiphoid deepened down through the skin subtenons tissue and fascia was split xiphoid was excised using electrocautery. The retrosternal space was dissected and the pericardium identified and opened there was some slightly bloody fluid present probably 4-500 cc. Representative specimen of the pericardium was excised in doing so became apparent that there was on the foreign body embedded in the diaphragmatic surface of the heart turned out to be approximately 1/2 cm she may 1/2 piece of what appeared to be stainless steel wire. This was sent as specimen. There was no active bleeding from the heart of the pericardium. The pericardium was irrigated copiously with warm saline. Chest tube was placed through separate stab wound placed in the pericardial defect secured in place in routine fashion. The fascia was closed in routine fashion with #1 pds. Subcu with 3-0 pds. The skin was staples. Blood loss 10 cc none replaced" [sic]. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, drawing, instructions for use (IFU), manufactures instructions, quality control, trends, and a visual inspection were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. In addition, an image of the foreign body was provided. Per the images one metal wire with two bends and biologic material attached at one end was observed. Length, diameter, angles of bends, and material of wire could not be determined. Without the returned device, we are unable to confirm if the wire obtained is that of the bird¿s nest vena cava filter. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, the device is shipped with instruction for use (IFU) which notes: filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter hook/hook wire strut can be due to repetitive motion on a filter hook/hook wore strut in an unusual stressed position. Potential adverse events include filter fracture, and filter migration. Furthermore, a review of the manufactures instructions as well as quality control procedures were completed, and no gaps were noted. Based on the information provided, and no returned product we are not able to accurately and confidently identify the foreign body as a part of the cook bird¿s nest filter. Moreover, without additional information we are unable to determine if the device failure was due manufacturing, device handling, user technique, device failure, and/or patient anatomy. Considering this information, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.